Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple pump error alarm. The customer's blood glucose was unknown at the time of incident. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected hardware low level failures inter processor communication error or the motor processor did not report the pumps stroke as finished in reasonable time. Data in alarm can identify if this was basal or bolus, fill tubing or fill cannula alarms during testing however, hardware low level failures inter processor communication error , and - the motor processor did not report the pumps stroke as finished in reasonable time. Data in alarm can identify if this was basal or bolus, fill tubing or fill cannula alarm are found in the formatted history file due to a software error.